Event description:
Pump declared altitude alarm 21. No specific blood glucose level was reported at the time of the event, and there was no adverse impact to the customer's blood glucose level. Customer was advised to clean the speaker holes on the back of the pump to prevent residue buildup that can trigger the alarm. Tips for preventing altitude alarms were provided and acknowledged by the caller. Customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.